Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the catheter body was found torn before use. Therefore, a new kit was used instead. According to the user, it was unclear if the catheter had been torn upon opening the package; the physician might possibly have cut it by mistake." Corrective information was provided and stated the catheter body was found torn during use. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen cvc for analysis. Signs of use in the form of biological material were observed inside the catheter. Visual analysis of the catheter body revealed a hole adjacent to the 2cm marking. Microscopic examination confirmed the damage and revealed that the edges are smooth and uniform, which is damage consistent with contact with a sharp object (i.e. Scalpel, suture, needle bevel, etc.). The location of the hole measured 38mm from the juncture hub. The catheter body length measured 622mm which is within the specification limits of 612mm-632mm per the catheter product drawing. The catheter body outer diameter measured 2.388mm, which is within the specification limits of 2.360mm-2.460mm per the catheter body extrusion product drawing. A lab inventory syringe filled with water was attached to the distal and proximal extension lines. When flushing the proximal line, water was observed exiting the hole on the extrusion. No leaks were observed when flushing the distal line. Performed per IFU statement, "flush lumen(s) to completely clear blood from catheter". The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a leaking catheter body was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed a hole on the catheter body. Despite the damage, the catheter met all relevant dimensional requirements, and a device history record review performed on a potential lot did not reveal any relevant findings. Based on the customer report and the sample received, the likely root cause of this event is unintentional use error as the damage appears consistent with contact with a sharp object (i.e. Scalpel, sutures, needle bevel, etc.). Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the catheter body was found torn before use. Therefore, a new kit was used instead. According to the user, it was unclear if the catheter had been torn upon opening the package; the physician might possibly have cut it by mistake." Corrective information was provided and stated the catheter body was found torn during use. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".